Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter inside of a runway guide catheter, a quantum apex balloon catheter, a y-connector and two unidentified guide wires. There was blood and contrast in the lumen and the outside of the maverick device. Microscopic and tactile inspection revealed numerous kinks in the hypotube. The hypotube was completely separated 36.5cm from the tip of the device. Microscopic examination presented no irregularities that could have contributed to the damage. No distal weld damage was found. The balloon was loosely folded. No damage or irregularities were noted on the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesions were located in the left anterior descending (lad) artery and left circumflex (lcx) artery. A 3.00mm x15mm maverick2tm balloon catheter was advanced to the lcx and an unknown size emerge balloon catheter was positioned in the lad. However, it was noted that the maverick2tm balloon came off from its catheter. The physician was able to bring the "loose" maverick2tm balloon back through the guide catheter as he was pulling the emerge balloon catheter back. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesions were located in the left anterior descending (lad) artery and left circumflex (lcx) artery. A 3.00mm x15mm maverick balloon catheter was advanced to the lcx and an unknown size emerge balloon catheter was positioned in the lad. However, it was noted that the maverick balloon came off from its catheter. The physician was able to bring the "loose" maverick balloon back through the guide catheter as he was pulling the emerge balloon catheter back. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.